Event description:
Account has a bed that the power supply board has corrosion and fluid on it. He discovered the fluid ingress because he was troubleshooting an error code.

Manufacturer narrative:
Account said that he replaced the power supply board to resolve the issue.